Event description:
It was reported that the noise reversion episodes were noted remotely via merlin.net, which began on (B)(6) 2017. All the episodes were occurring at night. Upon review, the right ventricular lead exhibited noise, which triggered the inhibition of pacing. No patient's symptom was reported and it was suggested to perform the diagnostic radiation procedure.